Manufacturer narrative:
The device was evaluated by zoll benelux. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. As a result, the customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted an "error 6" message. Complainant indicated that there was no patient involvement in the reported malfunction.